Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had their pacemaker explanted due to pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The patient was discharged post-procedure and the condition throughout the procedure was unknown.